Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04766. It was reported that the rotaburr became stuck on the rotawire. A 1.75mm rotalink¿ plus and rotawire¿ were selected to treat the target lesion. During preparation outside of the patient for a coronary intervention, it was noted that the device was getting fused onto the wire. The device never went in to the patient's body. The procedure was completed with another of the same device. No patient complications reported and patient's condition is fine.